Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 5f pigtail (pig) 100 cm tempo aqua diagnostic catheter exhibited liquid leakage when connected to a y-valve for flushing. The device was replaced with another angiographic catheter of the same model to continue the procedure. There was no reported patient injury. The issue was observed during an angiography procedure while flushing the catheter through the y-valve, and no other adverse outcomes were reported. The device was returned for evaluation.

Manufacturer narrative:
As reported, the tip of a 5f pigtail (pig) 100 cm tempo aqua diagnostic catheter exhibited liquid leakage when connected to a y-valve for flushing. The device was replaced with another angiographic catheter of the same model to continue the procedure which was reported to be an emergency carotid cerebral angiography. There was no reported patient injury. The issue was observed while flushing the catheter through the y-valve, and no other adverse outcomes were reported. The leak was observed during preparation when connecting the y-valve and injecting fluid, and the device had not yet been inserted into the body. The product was stored and handled per the instructions for use, no damage was noted before opening, and there was no difficulty removing it from sterile packaging. The device was prepped according to the instructions. No unusual force was applied, the device was pulled from the packaging by the hub, and the device was not torqued or steered by the hub. No difficulties were encountered with concomitant devices. Two still images taken from a video clip were provided and they show a stream of liquid exiting from an unintended location on the hub of a device. The 5f tempoaqua 0.038 100cm pig device was returned in a sealed pouch for investigation, and visual inspection identified a cracked luer hub. A flushing functional analysis using a lab sample syringe confirmed leakage at the hub. High magnification evaluation of the luer hub revealed fatigue striations on the cracked surface, and vision system inspection confirmed that these striations are consistent with material separation associated with tensile overload. The findings indicate that the hub material was subjected to tensile forces exceeding its material yield strength prior to cracking. The observed condition included a cracked luer hub with confirmed leakage during fluid injection, and microscopic evaluation supported the presence of fatigue striations consistent with tensile overload. The product analysis did not identify evidence suggesting the failure was related to manufacturing or design processes. The malfunctions ¿luer hub ¿ leakage¿ and ¿luer hub ¿ cracked¿ were observed during the product evaluation. The exact cause of the event cannot be determined. Evaluation findings suggest that mechanical stress contributed to the observed condition; therefore, handling and storage factors cannot be excluded. Based on the available information and product analysis, there is no evidence to suggest that the observed condition is related to the manufacturing or design process. Therefore, no additional actions will be taken at this time.